Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not recognize a therapy electrode) has been investigated. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a defective u612 inverting charge pump and c655 capacitor on the computer/analog pca. The root cause for the defective components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A u.s. Distributor returned a patient's monitor and reported that the monitor would not recognize a therapy electrode.